Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported post operative endophthalmitis after a left eye cataract procedure. The patient was treated with medications. The symptoms resolved with treatment.

Manufacturer narrative:
Additional information: the clinical analyst has reviewed this file and stated the following: ¿this patient is a (B)(6) female who was scheduled for cataract surgery in the left eye (os). The surgeon reported endophthalmitis in the left eye (os). The surgery took place on (B)(6) 2016. Peri-operative report: local anesthesia was given to the patient. A temporal, clear cornea incision was made with a 2.5 mm entry. Two side ports were required for surgery completion. The wound was intact. Viscoelastic was used and removed during irrigation/aspiration. The balance salt solution was used without additives to flush the eye. No tubing was reused. An intraocular lens was implanted into the eye, using a cartridge. This was listed as the first case of the surgery day. Post-operative report: antibiotic injection was given on (B)(6) 2016. Uncorrected visual acuity is unknown, and the iop: 18mmhg os at 2-3 days post op. Patient was then diagnosed with hypopyon, 1 corneal suture with a small abscess, and mild bombe. It is not known if cultures were taken on this patient. Sterilization: validation is confirmed by the customer as occurring daily with biological attest bowie dick test. Sterilized @ 132 degrees, with 202-208 pounds per square inch (psi), exposure time: 6 minutes, dry time: 15 minutes and 31 seconds, done via pressure pulse and unwrapped method. Distilled water is used, autoclave servicing was (B)(6) 2016, no ultrasonic cleaning is used at this time, confirmed that all instruments are wiped clean of residues before sterilizing, and all instruments expect handpieces are exposed to auto washing and or detergents. All tips are removed from the sleeves, and all reusable handpieces are flushed with 60cc¿s of water after use, immediately following the case. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ the pack lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, it is not possible to isolate the root cause. A product investigation for the viscoelastic was performed. A product lot was not identified for this report. A product sample was not received for evaluation. All batches are released according to the required specifications. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. Chemistry and microbiology data must met requirements prior to release of product. The root cause cannot be determined conclusively. (B)(4).